Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 500-600 mg/dl. The customer mentioned that the keypad of the insulin pump was redundant. The customer declined the troubleshooting for the high blood glucose. The product will be returned for analysis.